Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic ligation procedure for treatment of esophageal varices. During the procedure a ligator band was deployed from the speedband superview super 7 multiple band ligator device. It was noted that the band fell off from the varix. The patient required repeated banding of the varice with use of a competitor device. The patient condition is noted to be stable after the subsequent banding procedure. The patient did not sustain any reported complication or ill effect as a result of this issue.